Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Subsequently, insulin drips were not observed to be exiting the infusion set tubing during the load fill process with multiple supply changes. Customer's blood glucose level was 374-422 mg/dl. Customer reverted to an alternate method of insulin therapy.